Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21683. Related manufacturer reference number: 1627487-2020-21684. It was reported the patient experienced pain at the ipg and adapter implant site. As a result, surgical intervention was undertaken. During the procedure, the patients adapters were explanted and replaced and the ipg site was moved to a new location. Surgical intervention addressed the issue.